Event description:
A laser tech reported the laser stopped for more than 10 seconds prior to a procedure. When the system was ready again for the procedure, a treatment had been deducted from the wave card. No pt was involved, no pt harm/injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional info becomes available. (B)(4).